Event description:
It was reported that the patient experienced a loss of therapeutic effect and less than 50% therapy relief from their implantable neurostimulator (ins). It was noted that there had been a couple of reprogramming events as part of troubleshooting and diagnostics was performed over the course of the therapy. The healthcare professional (hcp) felt that the goal of a least 50% therapy relief was met but the patient did not. The ins system was then explanted on (B)(6) 2014. On follow up, the patient was reported as doing fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0gbsd, implanted: (B)(6) 2014, product type lead. (B)(4). Analysis of the neurostimulator model 3058, serial #(B)(4), showed no anomalies. Analysis of the lead model 3889-28, lot #va0gbsd showed no significant anomalies.